Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the plastic chips off when changing reservoir and crack on screen and rewind was louder. Customer stated that the insulin pump had rejected new battery and back light not as bright. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms. Device received with cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).